Event description:
Patient called in to report consistent 'connect plug to monitor' alerts. Troubleshooting over phone was attempted with no success. The " connect the plug to your monitor" alert indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.